Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described the rash as red, bumpy, and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that his home health nurse suggested using cortisone cream. Patient also used a prescribed snara cream which was prescribed before the patient was fit with the lifevest. Follow up indicated that the cream is helping with the skin irritation.